Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection of the returned opus speed screw implant shows a deployed device with an attached broken implant. The implant at distal end is returned broken/damaged at distal end with visible parts of broken sutures. No manufacturing abnormalities were identified. During functional evaluation the function switch was set to the ¿middle¿ position and the is moveable as intended. The activation knob can be rotated then. The broken sutures are visible in the wheels. The complaint was verified and the root cause could not be determined with certainty.

Event description:
It was reported that, during a shoulder arthroscopy procedure, when the introducing device was removed, the implant came out from the tissue as well. A back-up device was available to complete the procedure. It is unknown whether there was a delay in the case. No patient injuries were reported. Results of investigation have concluded that device has attached a broken implant, which makes it a reportable event.